Event description:
Additional information received indicated that the atrial lead exhibited noise. The atrial lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate automated mode switch (ams). No intervention was performed. No patient symptom was reported.

Manufacturer narrative:
Further information requested but was not received.